Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia, with a lowest blood glucose of 57 mg/dl for about one hour after making a breakfast meal announcement while using the ilet system, and the device provided low and urgent low alerts. Symptoms included no loss of consciousness, no need for assistance, and no other acute effects. Outcomes included self-treatment with oral glucose tablets and subsequent return to target range, with no professional medical intervention and no hospitalization. Investigation included troubleshooting and user education regarding potential glycemic fluctuations during the ilet learning period and guidance not to pause the device for low glucose. Investigation of this case revealed no device malfunction or component failure and identified the cause as unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.